Manufacturer narrative:
(B)(4). Date sent: 4/13/2021. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR for lot 24769 was reviewed. No defects, ncrs, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? Unknown if yes, could you please share the results? Unknown. What is the lot number of the linx device? 24769. When using the linx sizing device what technique was used to determine the size? Unknown. Did the patient have an autoimmune disease? Unknown. Is the patient currently taking steroids / immunization drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown. How severe was the dysphagia/odynophagia before intervention? Unknown. Were there any intra-operative complications during implant? Unknown. Was there any hiatal or crural repair done at the same time as the implant? Unknown. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Unknown. Besides the reported dysphagia, what was the reason for removal of the linx device? Unknown. Was the device found in the correct position/geometry at the time of removal? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was explanted on (B)(4) 2021 due to dysphagia and the patient has cancer.